Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was getting stimulation in his knees, but now he was getting pain in the lower left side of his back, which was a gradual change, so he wanted to get stimulation to his lower back. He was experiencing stimulation in the wrong location and intermittent stimulation which was occurring intermittently. It was noted the patient programmer (pp) had been used to check the device. The patient stated he had this pain for a couple months, it was come and go pain, but two weeks ago it got really bad where I couldn't breathe and I went to the hospital and they said it was the muscle in my back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.